Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer reported via phone call that the insulin pump has an unresponsive keypad and physical damage. There is no or intermittent button response with several buttons. It was stated that there is a crack located in the battery compartment. The blood glucose reading was unknown. There were no significant events prior to issues. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan. They were also advised to return the insulin pump for analysis. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was intermittent button response due to flattened and creased act button dome switch. No unlocked lcd keypad connector noted. No moisture damage was found on the electronic assembly during our visual inspection. No cloudy display or display anomaly noted. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.